Event description:
The pt has 'very bad' ataxia and fell in the shower onto the implantable neurostimulator soon after implant. The pt felt very intermittent stimulation. The pt had pain at the implantable neurostimulator site once in awhile. When she sat down she felt no stimulation when she sitting, some stimulation while standing, and good stimulation while lying down. The hcp checked the device and stated it was fine. The pt had an appointment with her hcp. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.